Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date in (B)(6) 2021, at a follow up examination, aneurysm enlargement was detected. A distal type I endoleak was suspected from the right side of the patient. On (B)(6) 2021, reintervention was performed. The right internal iliac artery was coil embolized and additional stent graft was implanted into the right external iliac artery. Since the patient has a renal dysfunction, follow-up examination with contrast-enhanced CT has not been performed. It was reported that the distal landing zone might have been short at the index procedure.